Manufacturer narrative:
A review of the lot batch records and testing of a retain sample concluded that the product was formulated and manufactured according to local and global product specifications. Attempts to obtain additional information were unsuccessful. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were within specification. Based on information available, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experienced crusting in both eyelids in the morning while using the product. Consumer does not wear lenses overnight. Consumer visited a doctor and was treated with tobramycin for about a week but symptoms did not resolve. Consumer switched to a different solution and symptoms resolved.